Event description:
In 2008, he sales rep reported that the surgeon performed a revision surgery due to four broken universal clamps. Add'l info received on 09 july 2008, the sales rep reported that the pt was seen by the surgeon on a post op visit when it was identified that the clamps had broken, the rod was felt through the skin and the loss of fixation was noted. The surgeon explanted the four broken universal clamps and reinstrumented with ten more universal clamps.

Manufacturer narrative:
Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of the report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.